Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patinet faced an issue with infusion set occlusion/blockage at site. No further information was available.